Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 87-year-old male patient with thoracic aneurysm underwent thoracic endovascular repair. It was reported that the anatomy of the patient was within instructions for use. Zta-pt-42-38-173-w1 (complaint device) was used. After the delivery system was advanced to the target site, the physician noted that the sheath tip had moved to the location of the proximal bare stent. It was also reported that a gap between the sheath and the dilator was observed. The physician attempted to fixate the dilator and advance the sheath forward to retract the bare stent in the sheath but he did not succeed. The zta-pt-42-38-173-w1 without shipping stylet and peel away was returned and evaluated. It was found that the stent graft was protruding from the sheath. There was a wrinkle at the sheath 30 mm from distal end of the sheath. Based on evaluation of the returned product the damages found are assessed to be caused by pulling the flexor sheath backwards during advancement. Review of the device history record gave no indication of the device being produced out of specification. The instruction for use states, that to avoid damage to the sheath, be careful to advance all components of the system together (from other sheath to inner cannula). It also states that care should be taken not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath. Based on the reported information and evaluation of the returned product the likely cause of the retraction of the sheath could be the advancement difficulties. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref #: (B)(4). Similar to device under 510(k)/PMA p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the access was obtained from the right common femoral artery (cfa). When the delivery system was advanced to the target site, the physician confirmed the sheath tip retreated to the location of the proximal bare stent.(any parts of stent graft did not come out.) Also, the gap between the sheath and the dilator was observed. The physician attempted to hold on/fixed the dilator and advance the sheath forward/proximally as to cover the gap with the sheath again, but failed to that. Therefore, he removed the device from the patient's body through the access site, and tried to remove the gap by advancing the sheath. However, barbs protruded from the sheath. So, the physician gave up returning the sheath to the original position and removing the gap. For the safety, he judged that the device was unusable. Another product was used instead. Patient outcome: no adverse effects to the patient were reported.